Manufacturer narrative:
The device was received with no down arrow button response due to unlocked lcd keypad connector. The displacement test was not able to be performed due to no button response. The device was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the arrow keys on the pump are not functioning. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.